Event description:
It was reported that the patient presented for routine followup with stored records of noise reversion on the ventricular channel. The patient presented with presyncope. The noise could be reproduced in clinic. Programming changes were made. The patient will continue to be monitored.